Manufacturer narrative:
The electrodes were investigated and were found to be within specifications and no failures were detected.

Event description:
It was reported to empi that a patient was burned on her right foot during a treatment using carbon cloth electrodes. The patient was being treated for pain and edema. She has some mild edema present. The device used was a clinical unit, not an empi device. The treatment program was interferential, the intensity used was 35 v cv, the cycle time used was continuous, and the treatment time was 15 minutes. Channels 1 and 2 were used. The electrodes were said to be place approximately 5 inches apart. The patient had no complaints of pain or discomfort during the treatment. The burns were noticed immediately upon removal of the electrodes. There was an 18" x 12" ice pack over the ankle but the physical therapist stated that the ice pack rested mostly on the bed with very little pressure/weight on the ankle. Nothing was placed over the ice packs. There were three "burns" caused by two electrodes. They noted that the burns were at or very near the area where the pigtail inserts into the electrode. The patient saw her wound care physician immediately after her physical therapist visit for an unrelated wound. The doctor observed the burns but did not treat them. The physical therapist stated that the patient has some neuropathy and so the clinician was careful not to turn up the device too high and kept the same parameters as the previous 3 treatments.